Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge and boot tests were performed and passed. Functional tests was performed and passed relevant tests. Functional test which failed serial number verification. An internal visual inspection was performed and passed. The receiver log was not downloaded due to data was not displayed from 06/26/25 to 06/30/25 in receiver log. The probable cause could not be determined. No injury or medical intervention was reported.